Event description:
It was reported that the device exhibited an alarm for error code 46510 on power up. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; when powered on the pump displayed error code 46510. The exact root cause could not be determined but the most probable cause was a faulty pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.